Manufacturer narrative:
Submitted 3/30/98.

Event description:
Rn started IV, and pushed the activation button per procedure. The needle retracted into the safety barrel. The rn noticed the hub (adapter) remained in his hand and the catheter portion was missing. The dr started an incision to see if he could locate the catheter piece, when the rn noticed the catheter and metal wedge and backed into the safety chamber along with the needle when it had retracted. The pt required two sutures due to the incident.